Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the liquid crystal display on the external pulse generator was cracked. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the liquid crystal display on the external pulse generator was cracked. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was broken and therefore it was replaced. Analysis also found the upper and lower cases, one bail cover, the ring cover and the battery drawer broken, the keypad contaminated and the encoder flex damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.